Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the lead was unable to be fixed. The reason for the positioning difficulty was unclear. The lead was not implanted and a new lead was used instead. No patient complications have been reported as a result of this event.